Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, a distributor contacted animas alleging pump was overheating. There was no adverse event associated with this complaint.